Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract titled "two cases of coronary artery fistula associated with deployment of amplatzer septal occluder (aso)." On an unknown date, a 30mm amplatzer septal occluder (aso) was implanted in the patient's atrial septal defect (asd) which was measured at 26mm. On the one year follow up transesophageal echocardiography (tee) cancellous blood flow was observed around the aso. A perforation caused by the aso was suspected. A coronary angiography (cag) confirmed a coronary artery fistula from both the right and left coronary arteries toward the aso. The pulmonary to systemic blood flow (qp/qs) ratio was elevated to 1.42. No dilatation of coronary artery was observed compared to before the aso implantation. The patient has been monitored. The author suggested that additional coil embolisation would be required if the coronary artery fistula become worse. The patient has a risk of perforation due to vulnerable vessels. In order to carefully monitor signs of coronary artery fistula, a cag is likely to be needed after aso implantation. Doi: I-p04-01.